Manufacturer narrative:
The reported event was confirmed. The evaluation found balloon sac burst. Sample was evaluated under microscope and no conditions found that could be associated with the reported event. Exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[contraindications]. 1. Method for use: (1)do not reuse. (2)do not resterilize. (3)this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients. (1)patients who are or have been allergic to natural rubber latex (2)patients with known allergy to silver coated catheter."

Event description:
It was reported that the catheter fell out of the patient with a ruptured balloon on the 3rd day of use. Additional information was received via email on 11 november 2018, from the medicon representative. There was no missing pieces on the balloon of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with a ruptured balloon on the 3rd day of use. Additional information was received via email on (B)(6) 2018, from the medicon representative. There was no missing pieces on the balloon of the catheter.